Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer reloaded the cartridge to address the issue. Additionally, it was reported that the customer experienced a low blood glucose (bg) level that was displayed as "low"; however a specific value was not provided. Cause of low bg was unknown. Customer consumed orange juice to address low bg.